Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported partial clip movement, clip caught on chordae, difficult imaging, and tissue injury were unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4, a rotated heart, and thin, myxomatous, and tethered leaflets. It was noted imaging was challenging throughout the procedure. An xtw clip was inserted and deployed on the mitral valve. However, after deployment, the clip tilted. It was noted the clip remained stable on both leaflets. It was suspected the clip tilted due to it being deployed with chordae or a small tissue damage to the posterior leaflet occurring. To stabilize the partially moved clip, an additional nt clip was deployed laterally and successfully implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.